Event description:
Customer reported that she was hospitalized for low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 98 mg/dl. Customer stated that his insulin pump had multiple no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.